Event description:
The reporter stated that the insulation material around the tip fell off and caused electric shock to the pt. The customer was contacted for additional information and stated that the insulation material around the tip fell off which caused a bit of static to the pt. The pt was not injured and has been released from the hospital.